Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. The patient was also experiencing pain while the stimulation was on after a non device related procedure in 2010. The physician decided to explant the entire system and the patient is doing well.

Manufacturer narrative:
Returned device analysis did not verify the complaint. The ipg passed all mechanical, electrical, performance, and photographic imaging tests performed. The device exhibited normal device characteristics. The leads revealed no visual anomalies. The lead extensions were cut. Damage to the leads is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Date of event is 2010. Additional suspect medical device components involved in the event: model # sc-2158-50, serial # (B)(4), (B)(4), description: phase iii linear lead with preloaded enhanced stylet - 50 cm, model # sc-3138-35, serial # (B)(4), (B)(4) description: phase iii lead extension - 35 cm.

Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. The patient was also experiencing pain while the stimulation was on after a non device related procedure in 2010. The physician decided to explant the entire system and the patient is doing well.